Event description:
The customer reported that during patient use, air leaked from pilot balloon of the tracheostomy tube. The patient was re intubated.

Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.